Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was presented to the clinic with painful hematoma at the implantable cardioverter defibrillator (ICD) implant site. The hematoma at the implant site was evacuated and the device was re-implanted remaining in use. No further patient complications have been reported as a result of this event.